Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation (recurrent mr), the reported hypertension (treatment with medication(s)), the reported heart failure/congestive heart failure (treatment with medication(s)), the reported swelling/ edema associated with fluid overload, the reported pleural effusion, and the reported pulmonary edema (treatment with medication(s)), could not be determined. The reported patient effects of hypertension, mitral regurgitation, heart failure, and edema, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial report, the additional information was received: on 06/23/2022, the patient was hospitalized with fluid overload and worsening heart failure. Cardiomegaly with pulmonary vascular congestion, with elevated pulmonary artery (pa) pressure, along with pleural effusion, pulmonary edema, severe mitral regurgitation (mr). Medications were provided and the event resolved.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Please reference the previously filed medwatch report numbers, 2024168-2021-07416-00 and 2024168-2021-07416-01 // e-68057, cn-077564 for the single leaflet device attachment event and reports.

Event description:
This report is being filed for worsening heart failure and recurrent mitral regurgitation. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4 and 4+. The first mitraclip was implanted, however, a single leaflet device attachment (slda) occurred. Two additional mitraclips were implanted without a device issue, reducing the mr to grade 2 and 2+. Please reference the previously filed medwatch report numbers, 2024168-2021-07416-00 and 2024168-2021-07416-01 // e-68057, cn-077564 for the slda event and report. On (B)(6) 2022, the patient was hospitalized for fluid overload, pulmonary hypertension, elevated right sided heart pressure likely from left heart failure, and worsening heart failure was diagnosed. Medications were provided as treatment. On (B)(6) 2022, the patient was discharged from the hospital. On (B)(6) 2022, a follow-up echocardiogram was performed. The mr had increased to grade 4+. Per physician, the events were unrelated to a device malfunction. No additional information was provided regarding this issue.